Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a full lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found no anomalies except for the damages found consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead had dislodged. The lead was found to have no capture and no sensing. The atrial lead was explanted and replaced. Patient condition was stable.